Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and afterwards the bwi product analysis lab visually inspected the device and found that the hemostatic valve was dislodged inside the hub. During the procedure, there was resistance when trying to advance the dilator through the vizigo sheath. No damage was identified on the dilator or sheath at the time. The dilator was only partially inserted before resistance occurred. The resistance did not damage the sheath. The vizigo sheath was exchanged and the procedure was continued. No patient consequences were reported. Resistance with sheath is not MDR-reportable. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The resistance with the sheath reported by the customer could be related to the dislodged valve issue. A device history record was performed for the finished device number lot 00002096 and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).